Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred from the dialysate delivery system during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide states to terminate treatment and rinseback the patient's blood in the event that an alarm cannot be resolved promptly. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.